Event description:
It was reported that during a procedure of the chronic totally occluded lesion (cto), de novo, proximal left anterior descending artery (lad) the balance middleweight universal ii (bmw uii) guide wire was advanced but failed to cross the (cto) and was removed without reported issue. A progress 40 guide wire was advanced; however, a dissection and a vessel perforation occurred. The percutaneous transluminal intervention (pci) was discontinued and the patient was referred for surgical intervention. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on a visual inspection of the returned device, there is no indication of a product quality issue. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.